Manufacturer narrative:
(B)(4). The lot history record (lhr) was reviewed and no anomalies were found related to this complaint. In addition, the lhr review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
Acclarent was informed of an event which occurred on (B)(6) 2016, during a frontal and maxillary procedure in which a relieva spin balloon sinuplasty's system was used. After the physician completed the procedure, the physician checked the patient and noticed an anterior fossa / cranial crack. The physician sealed the crack and reported that the issue may have occurred because of the thin bones in the patient's anatomy. The patient was given a diuretic and placed on bed rest and was reported as doing well.